Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer reported they hear fluid when shaking the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021 customer alleged pump was exposed to fluid (moisture). P-cap/reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. Pump received with a constant blank flashing white light display and constantly beeping. Unable to perform the self test and displacement test due to a constant blank flashing white light on the display. In summary, customer allegation for pump being exposed to fluid (moisture) was confirmed after pump received with a constant blank flashing white light display and constantly beeping due to moisture damage on pcb 1. After swapping pcb 1 with a test board, unit powered on properly. (B)(4).